Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time. (B)(4).

Event description:
It was reported that during a hand assisted sigmoidectomy, the tissue pad appeared work at the proximal end. Switched to bipolar cautery and scissors to complete the procedure. There was no pt consequence.